Event description:
It was reported that the asymptomatic patient presented for remote follow-up via merlin.net. A review of the transmission revealed high ventricular rate alerts. The episodes resulted from over-sensed noise exhibited by the right ventricular lead. Also noted was diminished r wave amplitude. The events were suspected to be caused by electromagnetic interference, as the patient reported working around heavy industrial equipment. No interventions were made.